Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in the previous year,  they experienced  "five heart attacks, a high and low  heart rate and they died twice". The ipg remains in use. No further patient complications have been reported as a result of this event.